Event description:
Loss of osseointegration material updated during device evaluation.

Manufacturer narrative:
Loss of osseointegration. Material updated during device evaluation.

Event description:
Loss of osseointegration.